Event description:
The device was used during a chemosite procedure. Reportedly, the catheter broke. The surgeon performed a re-operation and implanted another device. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
2/4/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.